Event description:
Customer reported via phone call that the removed the insulin pump and put it on the table to work outside and when he reconnected it, it alarmed weak battery and button error during a bolus attempt. Blood glucose value was 220 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was unable to verify weak battery or confirm bolus stopped alarms due to unresponsive buttons. The insulin pump was received with cracked case at display window corners, cracked display window, cracked end cap and minor scratches on lcd window.